Manufacturer narrative:
By checking the manufacturing charts of the involved lot #s, no pre-existing anomaly was found on the pieces placed on the market with the same lot #s. According to our records, at least 45 out of 50 humeral bodies with lot #0905743 have been implanted and this is the only complaint received on this lot #. According to our records, at least 72 out of 79 adaptor tapers with lot #0908921 have been implanted. Limacorporate received some pictures of the explanted components and one x-rays referring to pre-op revision surgery. The x-rays received - exact date not known - have been evaluated by a medical consultant. Following, the medical consultant comments: "as far as I can see, there is antero-superior escape of the prosthesis pr-revision. This is due to subscap failure, often in combination with supraspinatus failure. When was the onset of it? I cannot say. The destruction of the glenoid liner is subsequent to the eccentric loading and rocking horse phenomena. In summary this is a case of disease and/or procedure related failure and not implant failure per se". Based on the check of the manufacturing charts and on the opinion of the medical consultant, we can classify the event as not product related. Pms data: according to limacorporate pms data, conversion of smr anatomic total prosthesis due to cuff failure is 0,36%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Conversion from smr anatomic total to smr reverse due to cuff failure over time as a result of patient shoulder dislocation and subluxation for a period of time. Original surgery performed on (B)(6) 2010. Conversion was performed on (B)(6) 2020. The components removed during the conversion included: smr finned humeral body (product code 1350.15.110, lot #0905743); smr ecc.adaptor taper standard (product code 1330.15.274, lot#0908921); 44mm smr humeral head 1322.09.440, lot# not known; small 3 peg cemented 1379.51.020, lot# not known. It was reported that according to the surgeon, the patient had been dislocated for a while, however it is not clear why did not seek treatment earlier. Revision surgery was originally scheduled for (B)(6) 2020 but was postponed for unknown reasons. Patient data: female, 76 years old, low activity level. Event happened in australia.

Manufacturer narrative:
The device history records for the items with lot 0905743 and lot 0908921 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. First and only complaint received on both the lot numbers involved. We will send a final incident report once the investigation will be concluded.

Event description:
Conversion from smr anatomic total to smr reverse due to cuff failure over time as a result of patient shoulder dislocation and subluxation for a period of time. Original surgery performed on (B)(6) 2010. Conversion performed on (B)(4) 2020. The components removed during the conversion included: smr humeral body with product code 1350.15.110 lot 0905743; +4mm eccentric adaptor with product code 1330.15.274 lot 0908921; 44mm smr humeral head with product code 1322.09.440, lot# not known; small 3 peg cemented with product code 1379.51.020, lot# not known. Patient data: (B)(6), low activity level. Bmi and weight unknown. Event happened in (B)(6).